Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was evaluated by the manufacturer at the customer site. The manufacturer rep looked at the logs and found that the issue that occurred was a known pendant firmware anomaly. This issue occurs during boot up when the pendant does not boot properly into 2d mode and gets stuck in "system initialing....please wait". The current resolution is to reboot the system. After rebooting, this system was tested and passed all testing. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that their system is not booting up properly. There was no patient present when this issue was identified.